Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of clip failed to release from the catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a gastric endoscopic submucosal dissection (esd) procedure performed on an unknown date. According to the complainant the physician was in the process of closing the defect during the procedure when the clip misdeployed and failed to release from the catheter. The clip detached from the catheter as the device was being removed through the endoscope. It was reported that the detached clip was suctioned out with the endoscope. It was reported that the procedure was completed with another clip. There were no patient complications reported as a result of this event. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.